Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the endoscope to perform failure analysis. The endoscope was analyzed, and failure analysis investigations replicated and confirmed the customer reported complaint. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The endoscope was visually inspected and found with minor cuts to the cable insulation. The damage was located in the middle 1/3 of the endoscope cable. The endoscope was also found with a camera instrument adapter defect. The camera instrument adapter removed from endoscope housing and evaluated and found with endoscope adaptor shaft bearing contributing to friction. The endoscope was also found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, when the staff were placing trocars with the 30-degree endoscope plus not mounted to the system universal surgical manipulator (usm), the gear assembly on the endoscope rotated too freely and caused the staff to lose the trocar in the image. The procedure was completed with no reported injury.